Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial (d9 and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred by thermal and mechanical induced wear and tear, improper handling, mechanical overload like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. However, the root cause of the phenomenon could not be determined. The event can be detected and prevented by following the instructions for use which state: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." "4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." -warning "risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ "in case of an unknown location of the insulating insert¿s ceramic fragment, appropriate procedures such as x-ray methods or computer tomography can be used for localization and removing if necessary." In addition, the following non-reportable malfunctions were found during the device evaluation: broken out ceramic beak of the resection sheath and broken off beak showed cracks. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during a ureteral catherization procedure while using the resection sheath, 24 fr., the distal sheath fell out of the patient at the end of the procedure. The tip part was recovered from the patient and the procedure was completed. It was stated that there was no health hazard. Additional information was requested multiple times, but was not received.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, but was expected. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.